Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the battery charger/modem was unable to charge a battery pack. Upon evaluation, there was liquid contamination on the battery board and the interconnect ribbon cable was loose. The cause for the failure was isolated to damaged battery board. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor contacted zoll to report that battery charger/modem sn (B)(4) would not power on.